Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2020, a reporter for the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch verioflex meter read inaccurately erratic. The complaint was classified based on the customer service agent (csa) documentation. The reporter stated that the alleged meter inaccuracy occurred on (B)(6) 2020 at 4:23 am. The reporter claimed the patient obtained blood glucose readings of ¿57 and over 200 mg/dl¿ with the subject meter, performed within 20 minutes of each other. The patient manages her diabetes with a combination oral medication (diamicron and metformin). The reporter denied the patient made any changes to her usual diabetes management regimen in response to the alleged inaccurate results. The reporter claimed that around 5:00 am, the patient felt ¿dizzy and fainted.¿ the reporter denied the patient received any treatment above and beyond her usual routine of diabetes care and management. During troubleshooting, the csa confirmed that the unit of measure was set correctly on the subject and that the same approved sample site was used for testing. The csr noted that the patient did not have control solution available to test the subject meter. Replacement product was sent to the patient. This complaint is being reported because patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after obtaining alleged inaccurate results with the subject meter. The subject meter could not be ruled out as a cause or contributor to the event.